Manufacturer narrative:
The reported oad was received for analysis. Visual analysis of the device did not identify any damage which would have contributed to the reported event. Adhered biological material and suspected corrosion was observed on the driveshaft and crown. The corrosion was likely due to saline exposure for an extended period of time after the procedure. The biological material did not prevent a guide wire from passing through the area with no resistance. The exact morphology and root cause of the dried biological material is unknown, however it was possible that the biological material may have contributed to the reported event. The oad was tested and functioned as intended with no anomalies observed. At the conclusion of the device analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the diamondback peripheral orbital atherectomy device (oad) became stuck on the guide wire, wire access was lost, and the procedure was aborted. Two lesions were targeted for the procedure. A lesion was successfully treated in the left superficial femoral artery. The second target lesion was located in the left posterior tibial artery and was a diffusely calcified lesion that was 40-60 mm long and 70-80% stenosed. When treatment was started on the second lesion, the device was not moving smoothly. An attempt was made to remove the oad from the wire, but it was difficult to remove. Wire access was lost when the oad and guide wire were removed together. Multiple attempts were made to re-wire the lesion, however, attempts were unsuccessful, and the procedure was aborted. The patient had no complications during the procedure, and there were no plans to reschedule the procedure.